Manufacturer narrative:
Per the clinic, on (B)(6) 2015, the patient was administered local anesthesia at the site to facilitate excision of the excess skin. This report is filed (B)(6) 2015. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment resulting in pain and bleeding at the site. On (B)(6) 2015 the patient was prescribed oral antibiotics (duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.